Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged pitch cable at distal end. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument did not articulate correctly. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur while surgeon's head was inside the high resolution stereo viewer (hrsv) nor did it occur while manipulating the instruments. The movements of surgeon did not scale appropriately to the instrument. The instrument did not move in the intended direction. No shakiness or friction was observed. The timing of instrument movement was not appropriate. The instrument was replaced to resolve the issue. There was no patient injury. There were no external collisions between instruments or system equipment. The instrument was not inspected prior to use. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.